Event description:
It was reported, the pt underwent spinal fixation from c4 to c6. X-rays taken one and half years post-op showed non-union at c5/c6. The pt underwent revision surgery for non-union at c5/c6 and extension to adjacent level (c7). The instrumentation was removed. During removal the bottom portion of the two level plate detached from the plate at the non union level (c5/c6). The ratchet spring mechanism below the locking cap was damaged causing it to no longer catch. There was no report of plate malfunction detected on x-ray. The plate was replaced, and spacers were implanted. No additional pt complications were reported.

Manufacturer narrative:
The plate was returned for evaluation. Wear was noted on the face and locking caps, consistent with implant/explant damage. Visual examination confirmed the end component separated from the plate assembly. The ratchet spring is still retained in pocket, but the spring radius is deformed and witness marks are visible on the face of the spring. A review of the device history records did not identify and applicable nonconformance to specification.